Event description:
It was reported that during the implant of the neurostimulator, the physician noticed that the lead extension connector boot was "defective". A replacement was then used and the rest of the surgical procedure had no further issues. No pt injuries were reported and the outcome was reported as "doing okay".

Manufacturer narrative:
(B)(4).